Manufacturer narrative:
Work order passed. No failure found. Per case detail problem resolved with the input of correct ip address. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the user was attempting to setup the imaging system and the navigation system, but was unable to verify the connection. User had an orange line of communication. User found that there was a typo on the imaging system. She was able to get successful connection, however, the orange line of communication still persisted on the navigation system. There was no patient present.